Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation has been completed.

Event description:
It was reported that the customer had difficulty with the guidewire during catheter insertion. It seems like the guidewire kept getting stuck and was not able to advance or retract it without having to pull it out of the dilator first. The customer tried two times and both times the guidewire was difficult to advance or retract. The customer stated that the anti-migration clip was removed prior to use. No adverse patient sequelae was reported.